Event description:
It was observed that during service / maintenance, the bronchovideoscope, had no image. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, that due to the ultrasound plug (u plug) unit blackout occurred and during the single- charged coupled device (ccd) additional angulation adjustment, the image experienced a blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.